Event description:
It was reported that the health care professional (hcp) called for review of device data. Technical services reviewed and found there was an alert due to an out-of-range right ventricular (rv) shock lead impedance measurement measuring, 132 ohms. The nurse will follow up with the cardiologist. The plan is to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.